Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. Following transseptal puncture, the pigtail wire was left on the left side of the heart. A watchman anterior curve truseal access system (was) was positioned in the groin, and an air embolism was seen in the laa on transesophageal echocardiography. The air was attempted to be aspirated with a 60cc syringe on the side arm of the boston scientific (bsc) sheath, but the air did not readily resolve. Due to unfavorable anatomy, the case was not completed. The air embolism had resolved immediately, and the patient fully recovered from this event.